Event description:
During the middle of our exploratory lap of a pelvic mass and neurofibroma, our ligasure maryland decided to quit working. It was during a crucial point in the case. We needed to pause and run to grab a new ligasure.